Event description:
The user facility reported that the distal portion of the sheath became separated during a "right femoral entry, up and over procedure." Follow-up communication confirmed that the detached section was surgically retrieved without difficulty and the patient condition is listed as fine.

Manufacturer narrative:
Visual exam of the returned sample revealed several areas of significant damage both at the tip of the sheath and adjacent to the point of separation. The sheath tubing was confirmed to have been significantly elongated prior to actual separation of the tubing exposing the wire coil and detachment of the hub. Testing of reserve samples confirmed no evidence of any product malfunction of defect. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is consistent with the sheath having been damaged by continued pulling against resistance during removal. The device labeling states in the instructions for use: "advance or withdraw the sheath slowly. If resistance is met, do not advance withdraw the sheath until the cause of resistance has been determined." All available info has been placed on file in quality assurance for appropriate tracking, trending, and follow up.